Event description:
Patient¿s representative reported right side "frequent infections", "strong breast pain", "capsular contracture baker grade IV", and "patient suffers from depression and anxiety associated with the reported events". Patient representative also reported the following events, which are not device-related: "severe fatigue" and "autoimmune disease lichen planopilaris". The device has been explanted. Capsulectomy was performed several months after explant.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number: 9617229-2022-20313. A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. The events of "capsular contracture" and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "frequent infections"; capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ autoimmune disorders: unable to observe as it is not related to the manufacturing process. ¿ infection (unknown onset): unable to observe as it is not related to the manufacturing process. ¿ chronic fatigue syndrome: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient¿s representative reported right side "frequent infections", "strong breast pain", "capsular contracture baker grade IV", and "patient suffers from depression and anxiety associated with the reported events". Patient representative also reported the following events, which are not device-related: "severe fatigue" and "autoimmune disease lichen planopilaris". The device has been explanted. Capsulectomy was performed several months after explant.